Manufacturer narrative:
The angiosculpt device separated in the patient. The device and guide catheter were removed as a unit. A new guide catheter was placed and completed the procedure with a new balloon, resulting in a prolonged procedure. No piece of the angiosculpt device was retained in the patient. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The angiosculpt device was returned in two pieces. The shaft separated approximately 64 cm from the distal tip. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt was inserted into the guide catheter and advanced towards the entry of the aorta when the shaft broke. The angiosculpt and guide catheter were withdrawn as a unit. A new guide catheter was placed and the procedure was completed with a new balloon. No patient injury reported. The patient was discharged per operative plan.